Event description:
It was reported that the 9800 system would not boot up prior to a case. Also, the left monitor was dark and the batteries are bad. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The cpu and batteries need to be replaced. The service call was cancelled by the customer. A follow up report will be filed when additional details become available.